Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg became in operable due to the patient not recharging the ipg as recommended. In turn, it could no longer communicate with the external devices. Surgical interevntion resolved the patient's issue. Device information is unknown.